Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). The device was received. Investigation is not yet complete. A follow-up repot will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation of the returned device found that all components were in the pre-deployed position and the returned condition substantiated the reported product experience. The sheath was kinked just distal to the o-ring, consistent with inserting the device into the artery against resistance, as reported. Inspection of the returned device revealed that hydrophilic coating was present throughout the sheath surface and there were no abnormal observations on the returned device that could contribute to the reported resistance. Challenging anatomy could be a contributing factor; however, the vessel was reported as non-calcified. Based on the investigation findings, the cause for the kinked sheath is believed to be incorrect technique while introducing the device into the patient anatomy at an angle greater than 45 degrees. A review of the device history record did not reveal any non-conforming material records associated with this lot. There was no indication noted of a specific quality deficiency.

Event description:
It was reported that a physician, in-training in the use of the proglide device, attepted arteriotomy closure of the right common femoral artery (rcfa) after a diagnostic procedure. Reportedly, while advancing the proglide straight into the artery resistance was met. The physician removed the device and noticed the sheath was kinked. Another proglide was successfully used to achieve hemostasis. The patient did not experience any adverse effect. The rcfa was described as not calcified. Though requested, no additional information was provided.